Event description:
During a crt-d replacement procedure, the physician gently disconnected all leads from the old device (paradym rf sonr crt-d) without any issues. The leads were then connected one by one to the subject device. There were no issues with leads connection except for the left ventricular is1 lead. The lead did not fully enter the connector port and after screwing the screw, it disconnected from the device. After many attempts, the physician was unable to screw the catheter correctly. It was also attempted to change screwdriver and to screw a plug into the (lv) is1 connector port but without success. A second crt-d was opened and finally the physician was able to properly connect the lead into the port. The procedure was successful without any consequences for the patient.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a crt-d replacement procedure, the physician gently disconnected all leads from the old device (paradym rf sonr crt-d) without any issues. The leads were then connected one by one to the subject device. There were no issues with leads connection except for the left ventricular is1 lead. The lead did not fully enter the connector port and after screwing the screw, it disconnected from the device. After many attempts, the physician was unable to screw the catheter correctly. It was also attempted to change screwdriver and to screw a plug into the (lv)is1 connector port but without success. A second crt-d was opened and finally the physician was able to properly connect the lead into the port. The procedure was successful without any consequences for the patient.